Event description:
It was reported that the compressor did not start. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The claimed issue was related to the device, which would not turn on. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, it was found that mains inlet had accumulated dust. The fuse and power compartment have been cleaned. The mains inlet has been replaced as a precaution. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).